Manufacturer narrative:
(B)(4). Customer's wife stated they have refused the replacement products stating customer had received a steroid injection for his knees and his readings now are within normal range.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 93-123/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:none with meter's memory. Adverse event not reported.